Event description:
The customer contacted physio-control to report that their device's service led illuminated when they powered on the device. The device had logged multiple event codes into its memory. During device evaluation, physio-control observed that the device would intermittently not deliver defibrillation therapy.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control observed that the therapy pcb assembly intermittently caused the device to not deliver defibrillation therapy. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4).